Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 0.5 mg/ml dilaudid at 0.24995 mg/day via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient was admitted to the hospital yesterday [(B)(6) 2017] and it was believed the patient was getting too much medication from the pump. They had put a magnet strong enough to stall the pump right over the pump for 30 minutes. It was asked if the pump would need to be restarted again once the magnet was removed from the pump. The hcp did not have access to a physician programmer. It was confirmed the patient was being medically managed at that point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient came into the emergency room on (B)(6) 2017 with high blood pressure. There were no environmental/external/patient factors the representative was aware of that might have led or contributed to the issue. No diagnostics or troubleshooting had been performed. There were no known actions/interventions taken to resolve the issue. The issue was resolved at the time of the report. Surgical intervention was not planned, nor did it occur. The representative called with a pump question from the emergency room. No further patient complications were reported.